Manufacturer narrative:
(B)(4). Medical devices: articular surface medial congruent (mc) right 12 mm height use with tibia sizes g-h/cr femur sizes 8- 11; item# 42522100912; lot# 64403887; femur cemented cruciate retaining (cr) standard right size 10; item# 42502606802; lot# 64824213; all-poly patella cemented 38 mm diameter; item# 42540200038; lot# 65029458; tibia cemented 5 degree stemmed right size g; item# 42532007902; lot# 64950764. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Remains implanted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. The patient has subsequently experienced pain for over one year post-implantation. Infection has been ruled out and the medical team cannot determine what is causing the pain. The current outcome of the patient is unknown and further planned medical intervention has not been reported. Due diligence is in process for this event; to date no additional information has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that after an initial right total knee arthroplasty was performed, 2 months later the patient fell. During the fall, the patient hyperextended his knee and has increased pain and swelling since. The knee shows no signs of instability. Radiographically, the knee is stable and in anatomic position without complication. The patient¿s pain medications were increased. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right total knee arthroplasty was performed with no complications noted. Follow up office visits after the surgery reported the patient feeling pain with swelling and stiffness. Later on the patient fell due to unknown reasons and the pain increased and continued up to the most recent provided office visit. There is currently no evidence of loosening and the patient has good stability and rom. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.